Event description:
The complainant reported a 60 year old male patient presenting for impella support for acute myocardial infarction and cardiogenic shock. During support, the patient developed ischemia in the impella inserted leg. Vascular surgery removed the pump and a thrombectomy and fasciotomy were performed.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. A supplemental MDR will be filed at the conclusion of our analysis.

Manufacturer narrative:
The device was received and no damage was identified. Based on the clinical account, the cause of the reported ischemia was related to patient's condition.